Event description:
Reporter states, customer was unable to test his blood glucose on the aviva system due to err (unk which error was displayed) while having low blood glucose symptoms. Customer attempted to test on his back up aviva system and also received err. Reporter states, customer went low and has a seizure, but did drink something to increase blood sugar. Four hours later, reporter treated customer with gatorade; a new device was purchased, result after additional treatment was 70 mg/dl. Requested return of suspect device and replacement was sent.